Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After predilating the lesion, the stenosis was reduced to 80%. Next, a 2.75x28mm a promus element stent delivery system (sds) was advanced but could not cross the lesion. After trying to cross the lesion 4-5 times, the sds was pulled back into the guidecatheter. During removal the stent got damaged and dislodged inside the guide catheter. The stent was successfully retrieved by removing the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified that the stent was returned without the delivery system. The stent was stretched along it's length and measured 64mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use error as the dfu states "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After predilating the lesion, the stenosis was reduced to 80%. Next, a 2.75x28mm a promus element stent delivery system (sds) was advanced but could not cross the lesion. After trying to cross the lesion 4-5 times, the sds was pulled back into the guidecatheter. During removal the stent got damaged and dislodged inside the guide catheter. The stent was successfully retrieved by removing the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.